Event description:
It was reported that the customer went to the Emergency Room and was subsequently hospitalized with a blood glucose (BG) level of 30 mg/dL; cause was unknown. The customer attempted before being admitted to address the BG with "unknown" tablets, sugar and drinks; after being admitted received intravenous fluids; reportedly the customer could not recall the type of fluids were given. Customer was discharged the next day, (b)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.